Event description:
It was reported that the patient experienced pericardial fluid collection. There was no symptom of tamponade. Surgical intervention was performed. The causal relationship with the device was possibly related.

Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-01919 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On (B)(6) 2022 the review of files of this event type was completed. Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. The customer reported that the patient experienced pericardial fluid collection on (B)(6) 2019. No symptoms of tamponade were noted. The issue was treated surgically. The patient remains ongoing on vad support and no further related issues have been reported. The hm3 IFU lists pericardial fluid collection as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.